Manufacturer narrative:
The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a native mitral valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter mitral valve replacement (tmvr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a product deficiency malfunction contributed to this adverse event. With the limited information provided, the cause of the reported post deployment pvl could not be determined. Investigation results suggest/indicate in addition to the procedure itself, patient factors not provided may have contributed to moderate / severe pvl and planned plug placement at a later time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, prior to valve preparation, a cuff was sewn around the exterior of a 29mm sapien 3 valve. During an off-label, open surgical tmvr procedure, the sapien 3 valve was implanted / sewn into the native mitral annulus using the added cuff material. Post valve deployment, moderate paravalvular leak (pvl) was observed. The deployed valve was post dilated twice, using the same volume both times. The pvl was not resolved. At the time of the procedure, the plan was to bring the patient back at a later date and implant a plug. At the time of the report, the patient was being weaned off of the pump and in stable condition. The valve remains implanted in the patient.